Manufacturer narrative:
Date of event and date of explant is estimated to be (B)(6) 2019. Concomitant medical products and therapy dates: medical product: mn10450-50a; therapy date: estimated to be (B)(6) 2019.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-15554. It was reported the patient's scs system was explanted due to the patient receiving ineffective stimulation/therapy.